Event description:
Dealer stated that the calf pad plate on the front riggings of a t4 wheelchair are broken. Dealer stated that the replacement leg rest assembly was installed on a rental chair and the end user came in the following day to advise the pad plate was broken.